Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer alleged that several alarms were not recorded on the surveillance information center and only on the bedside monitor. The device was in use monitoring patients. No patient or user harm was reported.